Manufacturer narrative:
Updated fields - b4 e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) stated helium tank was missing tank seal. Customer replaced tank seal with a fresh one. No leaks present after seal replacement. Solved issue by phone.

Event description:
Na.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). Event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no injury or harm reported.

Manufacturer narrative:
Updated filed- b4, g3, g6, h2. Corrected field- h6-health effect ¿ impact codes.

Event description:
Na.